Event description:
It was reported that during thr procedure both impactors broke during surgery, this happened outside the patient. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. Absolutely no broken pieces fell into the patient¿s wound at all and the device did not break over the incision or wound. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspections confirms welded region on the offset reflection cup positioner/impactor was fractured. This was likely due fatigue loading of the weld joint caused by repeated impacts. It was identified that there was welding failure on several instruments with a similar design. It has been identified that such design can present a risk of failure. A design change was implemented to add additional tolerance to the shaft handle to allow weld clean up in order to suppress this risk. The returned product was produced prior to this change. The device shows significant signs of wear/usage. The device was manufactured in 2018. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.